Event description:
It was reported that during deployment of a stent for a dialysis graft procedure, the distal tip of the delivery catheter broke off & became lodged inside the graft. A surgeon was called who unsuccessfully tried to remove the indwelling piece with hemostats. An additional stent was placed overlapping the first stent. No addl procedure is scheduled to remove the indwelling piece.